Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: customer returned (1) loose 1cc, 6mm syringe. Customer states that there was a clear liquid inside the barrel of the syringe. The returned syringe was tested and a small droplet of cloudy material came out of the cannula when fully depressing the plunger rod. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely insulin. This material would most likely not have been acquired during the manufacturing process. A review of the device history record was completed for batch# 8022941. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure, however, this material would most likely not have been acquired during the manufacturing process.

Event description:
It was reported with the use of the bd ultra-fine¿ syringes there was an issue with foreign matter. There was no report of injury or medical intervention.